Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-02. H6: investigation summary: fifty eight sealed 32g x 4mm pen needle samples were returned from lot no. 1006086, cat. No. 320562. 10x visual examination was carried out on thirty sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that 2 pen ndl 32g 4mm hp had cannula broken off or pulled out. The following information was provided by the initial reporter : the consumer reported that when injecting insulin the needle remained stuck in the skin until the needle broke.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm hp had cannula broken off or pulled out. The following information was provided by the initial reporter: the consumer reported that when injecting insulin the needle remained stuck in the skin until the needle broke.